Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from middle port weld. The leak was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from april 28, 2019 - april 29, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a leak from the spike port weld area which was dripping down the spike port into the spike port cap area. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.